Event description:
Right total knee replacement on (B)(6) 2012. I completed both physical and water therapy after surgery. Pain continues to be present in and around knee and now travelling upward into femur. Pain worsening over time. Chronic pain that is not improving, (clicking in knee).